Event description:
The husband found the machine was smoking and humming. She threw away the charge chord. Her video she sent did have audio. She stated her wall brick is actually a built in usb wall outlet. The counter has no damage. The outlet has no damage. Her bird is fine, as is her family.